Event description:
It was reported that the patient presented with low impedance during a clinical visit. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.